Manufacturer narrative:
Product analysis #(B)(4): equipment used: vis (m-78210), 203cm ruler (m-83361). As found condition: the apollo catheter was returned within a shipping box and a plastic pouch. Visual inspection/damage location details: onyx was found within the apollo catheter hub. No bends or kinks were found with the catheter body. However, the distal ~6.0cm of the catheter body was found stretched. The apollo catheter distal tip was found detached and not returned. No onyx was found within the apollo catheter distal tip lumen. Testing/analysis: the apollo catheter ldpe overlap was measured to be 1.2mm ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿occlusion¿ report was confirmed. Onyx will solidify if it becomes exposed to water, saline or blood. This can occur in the hub, catheter lumen, or the needle used to draw the onyx from the vial. However, the cause of the reported event could not be determined. Regarding the detachment of the apollo catheter distal tip, the cause could not be determined as this was not reported by the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
After the first injection of embolic liquid onyx through the apollo 1.5 micro catheter, the doctor found that he could not inject any more onyx; no angle or tortuosity was found in the micro catheter. The catheter was occluded during onyx injection. The catheter was flushed as indicated in the instructions for use (IFU). The patient was undergoing fistula embolization. Vessel tortuosity was normal. The access vessel was the femoral artery with a diameter of 6mm. No patient symptoms or complications were reported. Ancillary devices: vertebral diagnostic 100 cm guide catheter, micro guia x-pedion 10 x 200 cm guidewire additional information received reported the dead space of the catheter was filled as indicated on the product. There was no friction of difficulties during washing or injecting. There was no damage to the catheter. The was onyx reflux, enough to reflow through the proximal hub. The doctor injected until he couldn't inject anymore. The doctor could only make one injection, but it did not come out through the micro catheter.